Manufacturer narrative:
Concomitant medical products: product ID: cmrm6122, absorbable envelope, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the lead dislodged, and a revision procedure was scheduled. During the lead revision procedure, the physician noticed an infection and placed an antibiotic pouch and prescribed antibiotics. It was further reported by the patient, it started bleeding again, and the physician stated there was a hole and everything had to come out. The patient stated an infection occurred. The implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.